Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the lead. The lead was not explanted on (B)(6) 2017 but was capped on (B)(6) 2017.

Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2017.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of session record and egm, the right ventricular lead exhibited noise leading to inhibition of pacing. All other electrical parameters were stable and within normal limits. Noise events were reproduced on the initial freeze capture but there was no oversensing during office interrogation. The physician referred patient to the emergency room for ep consult. The lead was explanted and replaced on (B)(6) 2017. Patient was stable before, during and after the procedure.